Event description:
It was reported that (1) tsw45 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that on about the fifth firing the surgeon tried to pull the firing mechanism handle but the instrument locked out and would not fire. The surgeon opened an add'l instrument to finish the case. There was no consequence to the pt.